Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned for implantation in a patient for the endovascular treatment of a 50mm+ diameter ruptured abdominal aortic aneurysm. It was reported that during the index procedure the physician noted that the patient had small access vessels and would likely require an aui and femoral femoral bypass. The physician decided to create an "endo conduit" using another manufacturers device on the left for the delivery of the 36mm aui. The non-medtronic device was deployed from the external to the femoral and was post dilated with a 10mm angioplasty balloon. The endurant aui was then inserted bareback but the physician expressed concern with the force required for insertion and upon fluoroscopy of the left groin they discovered the other manufacturers device had compressed and that the external iliac was avulsed. The 10mm balloon was brought up and over from the right and expanded within the proximal segment of the other manufacturers device to obtain haemostasis. The physician stated that the patient became weak from the retroperitoneal rupture bleed and the additional shock to the patient¿s system was fatal. The patient expired on the operating table. As per the physician, the cause of the event was anatomy related due to small calcified access vessels. No additional clinical sequelae were reported.